Event description:
The physician was changing out the rv lead due to pacing impedances less than 100. The physician attached a new rv lead to this device but was still getting pacing impedances less than 100. Another pacemaker was implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were reinvestigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemaker¿s memory content was analyzed confirming this observation. The battery status was "ok". The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies and the battery was sufficiently charged. Subsequent thorough electrical investigations of the electronic module revealed a damaged integrated circuit, leading to the clinical observation. In summary, the clinical observation resulted from a damaged integrated circuit on the electronic module. The manufacturing records document a flawless device production, particularly the current consumption was normal and the impedance measurements were as expected. However, the date of occurrence was not determinable.